Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with a 350cc mentor smooth round moderate profile saline breast implant. And experienced postoperative left-sided deflation. The patient had not yet consulted a medical professional about their condition. The patient reported that they intended to remove their breast implants without receiving replacement devices. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. If mentor receives information about an explantation date, a supplemental report will be submitted.

Manufacturer narrative:
Mentor discovered that a detail was mistaken omitted from the first supplemental report submitted on 11/12/2019. An explantation date was provided, which qualifies as a medical intervention. Therefore, the checkmark in outcomes attributed to adverse event of this form has been updated accordingly. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/11/2019, mentor received an update to the events submitted in the initial report. As a result of their left-sided deflation, the patient has a bilateral explantation scheduled for (B)(6) 2019. Reason for device explant and/or reoperation: deflation. Not applicable (B)(4).

Manufacturer narrative:
On 2/6/2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, a crease was noted on the anterior and extending to posterior view. Also a tear was observed within the crease in the posterior view measuring approximately 0.1 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1/17/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).